Event description:
Customer reported being hospitalized for conditions other than diabetic related. Customer also reported admitting to a hospital for high bg/dka. Significant events leading to hospitalization were swelling in the legs and water weight. The cause of the hospitalization (as per md) was dka. Troubleshooting was performed and pump appeared to be functioning normal. Instructed customer to call back when ok.